Event description:
It was reported the patient experienced fluid drainage at her scs ipg site. The patient's physician opened the patient's scs ipg pocket, cleaned the pocket and performed an antibiotic wash. The physician re-sutured the ipg pocket site. The patient was prescribed oral antibiotics. In addition, cultures taken were negative for any infection. Follow up on (B)(6) 2014 identified the patient is doing well, the surgical stitches have been removed and there is reportedly no sign of drainage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.